Event description:
It was reported that the patient had an inappropriate shock due to oversensing electro-mechanical noise. The patient was using a vibrator at the time of the event. The doctor has advised the patient to not use the vibrator. There were no additional adverse patient effects. The system remains implanted.